Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the remote transmission revealed gradual increase in capture thresholds on the right ventricular lead. The lead was explanted and replaced successfully on (B)(6) 2020. The patient was in stable condition.